Manufacturer narrative:
Results: bd received nine sample units from the customer for evaluation by our quality engineer team. Upon examination, all nine packages were open at one end of the blister pack. The packages were analyzed under uv light, as the adhesive used is uv fluorescent. The uv analysis revealed an adequate amount of top web adhesive. A functionality test resulted in a successful retraction of the needle, with no signs of mechanical or physical damage that could contribute to the reported issue of needle retraction failure. Although the defect of package seal integrity poor was confirmed, since no physical evidence was found to support manufacturing process related issues, a root cause could not be determined. Proper personnel have been notified of these issues for further review. Conclusions: the defect package seal integrity poor/questionable, as stated in the description of the complaint was confirmed with the returned unit. Even though the package was partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification. No anomalies were found. The defect of needle retraction failure as stated as the reported coded was not confirmed with the returned units. No physical mechanical evidence was found to trigger the failure and the unit successfully retracted upon activation of the white button. The root cause is indeterminate. Please refer to CAPA (B)(4).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd insyte¿ autoguard¿ shielded IV catheter(s) experienced a sterile breach (¿package spontaneously opening¿). It was also reported that resistance occurred when using the safety mechanism and the needle doesn't retract fully. There was no report of injury or medical interventions.